Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Subclavian artery was selected as the access site. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, unknown balloon. During the procedure, an incomplete stent opening (iso) was noted. It was attempted to mitigate as per the established steps, but iso remain unchanged. The device was removed from the patient's anatomy and a pre-bav was performed again using a 25mm, unknown balloon. A new 27mm navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be implanted with no iso. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.